Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp unit and found liquid, possibly saline that had entered the iabp unit through the safety disk and has damaged some boards and the pneumatic module assembly. The fse replaced the power management board, the solenoid control board, the motor control board, the pneumatic module assembly and the cable assembly, fiber optic sensor extension. The fse then performed a full system calibration, functional test and safety checks. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that before use on a patient, during start-up of the cardiosave intra-aortic balloon pump (iabp), the iabp unit gave a loud beep and did not boot. The involved iabp was replaced with another iabp. There was no patient involvement, and there was no adverse event reported.